Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
On (B)(6) 2017, the patient underwent a primary right knee arthroplasty due to osteoarthritis. Depuy products were implanted. There were no indicated intra-operative complications. On (B)(6) 2018, the patient underwent a right knee revision with tibial insert exchange to address infection. The surgeon also performed an irrigation and debridement, complete synovectomy, and placement of stimulant antibiotic containing pellets. Prior to revision, the patient was experiencing the following adverse symptoms: pain, discomfort, swelling, warmth, and numbness. The surgeon noted synovitis within the knee. The tibial tray, patellar component, and femoral component were well-fixed and retained. There were no indicated intra-operative complications.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical notification received for revision of right total knee to address infection. Date of implantation: (B)(6) 2017, date of revision: (B)(6) 2018, (right knee). Treatment: revision of tibial insert.